Event description:
Healthcare professional reported a patient was injected with one syringe of juvéderm® ultra plus xc and botox in the glabellar lines. Three days later, patient contacted the healthcare professional with photographs. The healthcare professional observed signs of necrosis and recommended that the patient go to the emergency room. The patient was treated in the ER with antibiotics and hylenex. The syringe has been discarded and the current status of the symptoms is unknown.

Manufacturer narrative:
Suspect product: lot number 963/3 type of investigation code: b15, b18, b20. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with one syringe of juvéderm® ultra plus xc and botox in the glabellar lines. Three days later, patient contacted the healthcare professional with photographs. The healthcare professional observed signs of necrosis and recommended that the patient go to the emergency room. The patient was treated in the ER with antibiotics and hylenex. The syringe has been discarded and the current status of the symptoms is unknown.